Event description:
Per report received from foreign MFR: the dr used the balloon catheter as a support for a guidewire, which was pushed through the lesion and found balloon leakage when balloon was being inflated.